Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a breast augmentation revision with mentor memorygel breast implants 700cc. The patient experienced baker grade IV capsular contracture and rupture on the left side and baker grade iii capsular contracture on the right side post-operational. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants 650cc, catalog number 3341505, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the explantation date mentioned is incorrect. The patient underwent device removal and replacement on (B)(6) 2019.manufacturer's reference number:(B)(4).